Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the operator of the low-voltage pacing lead attempted to fix the lead in multiple locations but the lead to the head of the lead was too obtuse and it was not implanted easily. The lead was not implanted. No patient complications have been reported as a result of this event.